Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history verified the basal delivery recorded on (B)(6) 2011 and (B)(6) 2011. There was no activity outside of normal use observed in pump's history. There was no data found in the pump's history from the time of the reported issue due to continued patient use. The pump was exercised for 24 hours at 1 unit per hour and the total daily dose for the testing period shows 24 basal units delivered. The pump was found not to change basal settings during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The reported history issue was not able to be adequately investigated due to continued patient use.

Event description:
It was reported the pump total daily bolus doses were incorrect, twice the patient's normal doses. The pump date and time were also incorrect, and the patient reported the basal rate did not appropriately switch to the 12:00 am basal rate. There was no adverse event associated with this issue.